Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to the MFR for evaluation. During testing at the manufacturer's service center, an issue related to the sensor board was observed. The device's sensor board was replaced to address the issue.